Event description:
Patient needed urgent cardiac monitoring. Leads applied by rn. No reading obtained; defibrillator/monitor had been checked and was functional earlier in the shift. During troubleshooting, it was noted that one of the electrode pads had no gel in it-it was new out of the package.